Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient started experiencing driveline fault alarms from his system controllers. Three driveline fault alarms occurred within a week. The system controllers were exchanged after the first two alarms, and the patient presented to the hospital after the third alarm. The patient stated that he was lying in bed the previous evening when the third alarm occurred. The hospital staff cleared the alarm, and noted that there was no apparent damage to the external driveline. The patient remained asymptomatic throughout the events. It was suspected that there was possible issue with the driveline. X-rays were taken and no areas of concern were noted. On 07/13/2015, the manufacturer¿s technical service representative evaluated the patient¿s driveline at the hospital. A continuity test was performed and it did not indicate any open wires. The silicone jacket proximal to the exit site was dissected, and there was no indication of any stretching or compressing of the shield. It was suspected that the alarms were possibly due to wire fatigue in the driveline, as the patient is active. The alarm had not reoccurred since the alarm had been cleared. On (B)(6) 2015, it was reported that the patient called and stated that another driveline fault alarm occurred and he exchanged the system controller without incident. The patient did not report any other alarms or symptoms at the time of the alarm. The patient continued to experience the driveline fault alarms. On 07/23/2015, the manufacturer¿s technical service representative went to the hospital and replaced the external portion of the driveline up to the exit site with no issues. No further alarms have been reported

Manufacturer narrative:
Approximate age of device ¿ 1 year. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The evaluation of pump revealed internal driveline wire damage. Evaluation and testing of the external portion of the driveline that was replaced on (B)(6) 2015, did not reveal any discontinuities or areas of compromised wire insulation. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing, and two 6 inch sections of the driveline, as well as the distal end of the driveline, were returned as well. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Visual examination of the outflow elbow did not reveal any evidence of thrombus formations or depositions. Upon return of the pump, the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the proximal 6 inch section of the returned driveline revealed breaches to the orange and black wire in one location. The damage to these wires appeared to be a result of repetitive flexing and abrasion against the braided shield in this area. Visual examination of the distal 6 inch section of the driveline revealed breaches to the black, green, and orange wires in one location. This damage appeared to be a result of kinking and repetitive flexing in this area. Visual examination of the pump end section of the driveline also revealed a breach to the red wire adjacent to the metal nipple of the pump housing. The captured driveline fault alarms all appeared to reveal that phase 3 was faulting. These alarms most likely would have occurred due to the damage to the orange wire of phase 3 on the proximal 6 inch section of the returned portion of the driveline, as a significant amount of the inner conductors of the orange wire were fractured in this location. Evaluation of the pump upon disassembly revealed no evidence of thrombus formations or depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. The pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2015, the patient's pump was exchanged due to recurring driveline fault alarms after the external distal end portion of the driveline was replaced.